Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that air bubbles were observed in the tubing. There was no impact to the customer's blood glucose level. The customer primed the tubing to resolve the issue. Reportedly, the customer did not perform the air removal process. A new cartridge was successfully loaded, and customer resumed insulin therapy.